Manufacturer narrative:
Additional information received indicates that blood cultures still had no growth to date. The site was unable to determine what the source of the sepsis was. The report also indicated that the patient was discharged to an acute inpatient rehabilitation facility on (B)(6) 2016. At that time she was exhibiting minimal facial droop involving both upper and lower segments consistent with left upper motor cranial never vii palsy. She was further noted to have mild weakness of her left hand grip. Her sensory system is reported to be intact. Lastly the site reported that the patient was due to be discharged home on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The left ventricular assist device (lvad) system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including sepsis, thrombus, and stroke, are known potential adverse event associated with the use of the device and the procedure as outlined in the labeling. (B)(4) was not returned for evaluation as the pump remains implanted in the patient. Review of the manufacturing records and certificate of sterility confirmed the associated device met all requirements prior to release. Log file analysis revealed no alarms were recorded for the 14 days leading up to the reported event date. The reported drop in flow was confirmed as a slight decrease in flow was observed beginning on (B)(6) 2016 but remained within the normal operating range. Based on the available information there is no indication of any device malfunctions or performance issues. The site believed the stroke was caused by a septic emboli. Though the source of the sepsis was not identified, severe infection and inflammation that results from the diagnosis can lead to increased intravascular coagulation and hemostatic abnormalities which may increase the chance for stroke development.  Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability).  In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined, there are patient (related comorbidities) and pharmacological factors (anticoagulation therapy) that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Sepsis, stroke, thrombus and embolism are known potential clinical adverse events associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. . The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient's son called the vad emergency hotline to report that his mother was very lethargic and difficult to arouse. The patient was transported to the hospital by emergency medical services. Upon admission the patient was reported to be febrile, with supratherapeutic international normalized ratio (inr); becoming more rousable, but increasingly combative and confused. She was reported to have been "very compliant" with prescribed medications. Warfarin and aspirin were held on admission. Log files were sent which revealed a drop in flows and pulsatility beginning on (B)(6) 2016. Initial CT head scan results were unremarkable; though repeat CT results later confirmed embolic stroke. Blood cultures results showed no growth, repeat results were pending. As the patient became more rousable she also exhibited left-sided neglect and an inability to look past midline to the left. Neuro surgery was consulted but no interventions were recommended at that time. The patient was fluid resuscitated with three liters of normal saline and was administered intravenous (IV) vancomycin, ceftazadime, and flagyl. The following day, lab values began decreasing and neurological symptoms improved some, though the patient still complained of decreases in sensation and strength. She was able to move her left extremities and look past midline. The site believes the reported stroke to be caused by a septic emboli and stated that the pump could not be ruled out. The site also reported that patient's flows began to "creep back" towards baseline. On the morning of (B)(6) 2016, the patient exhibited urine incontinence and was unable to get out of bed by herself. Repeat head CT revealed an evolving infarct with no bleed noted. The last report received from the clinical specialist indicated that the patient's inr continued to trend downward and warfarin was still on hold. The patient was restarted on aspirin 325 mg and started on IV heparin with goal aptt of 55-70. The patient remains admitted to the intensive care unit, in stable, but critical condition.